Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket could not be opened at all. The device was inspected and tested prior to use an no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results revealing side car push back.

Manufacturer narrative:
(B)(4) (won't open). A visual examination found that the distal end of the outer clear sheath/sidecar was pushed back from the distal end of the coil for a length of 2 millimeters. The sidecar was also found to be damaged at both ends. The outer clear sheath was also found to be accordion at its proximal end where it is seated under the black heatshrink. A functional evaluation attempted to actuate the device, but the coil assembly was found to move with the basket assembly not allowing the basket to extend. The basket and coil assemblies were removed from the handle of the device so that the basket could be manually pulled from the coil. Heavy white chalky like residue, assumed to be contrast media, was present on the basket wires and the length of the pull wire. The condition of the returned incident device was consistent with the complaint that the basket of the device would not open. The most probable root cause is operational context due to the residue that was found creating interference between the basket and coil assemblies, thus causing the basket to not extend. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)